Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); patient¿s condition affected effectiveness of device (calcified and stenosed distal left iliac artery; high pvod). Conclusions: known inherent risk of a procedure (occlusion); device failure related to patient condition (calcified and stenosed distal left iliac artery; high pvod).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The maximum aneurysm diameter was 43 mm. The aortic neck was 24-26 mm in diameter and 20 mm long. The right iliac artery was 23 - 22 mm in diameter, and the left iliac was 15 - 19 mm in diameter. The right femoral artery was 7.1/7.5 mm in diameter, and the left femoral artery was 7.7/9.2 mm in diameter. The iliac arteries were moderately to severely calcified bilaterally. The patient had a history of smoking and peripheral vascular disease. It was reported that the procedure was uncomplicated and the final angiogram was good - without leak, graft fully expanded, both renals and internal iliacs patent. The proximal graft was at the left renal artery, the distal right limb at the right internal and the left limb extension at the left internal. The patient had a cta as an outpatient approximately 6 weeks post-implant. This CT revealed a completely thrombosed left limb. Approximately 2 months post-implant a left groin cutdown was performed and the external iliac clamped. A 12 fr sheath was placed and through it balloon embolectomy was performed. After repeated passes with a foggarty balloon the majority of thrombus was removed and flow restored. At this point the initial problem was revealed. There was a calcified stenosis of the distal left common iliac. This was not appreciated on the pre and post angiograms done at time of evar. The very end of the stent graft limb landed in this segment. The diameter difference in this area caused pleating at the distal end of the limb. The redundant fabric reduced the flow lumen. This reduction of flow, along with the patient¿s high peripheral resistance (from pvod), are believed to be the reason for the limb occlusion. A 16x10x199 endurant limb was placed from the flow divider of the bifurcated device extending approximately 2 cm into the left external artery. This limb was molded with a reliant balloon. Then, the area of stenosis was balloon angioplastied (inside the limb) with a 10mm ultra non-compliant balloon. This balloon was expanded to full profile and the significant waste was completely resolved. Several angiograms were performed. These all revealed excellent flow throughout the entire stent graft including the newly placed limb. The patient was discharged the next day. No additional clinical sequelae were reported, and the patient is fine.